Event description:
It was reported that during a thoracic procedure the first device misfired. Unk how the case was completed. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results showed that the ez45g device was received with the firing mechanism damaged and in the opened position, and with a reload present. The reload was received in good visual condition and partially fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specifications: in addition, a sample of the batch is inspected at (B) (4) qa. A batch record review was performed and no anomalies were found during the mfg process.